Event description:
Reporter states that he was hospitalized for nine days after using renu drops and acuvue contact lenses. Immediately after use his eyes became red and puffy/vision was lost totally in the left eye. Authorities took him to the hosp where he was treated with IV, eye drops and eye ointment. Surgery to the left eye was recommended. The pt rec'd cornea surgery to (which he explains as being worse then the right). Right eye was infected but doesn't require any surgery. Sight is back in the left eye - but still with some cloudiness. Has a follow up appointment scheduled later this week.